Event description:
It was reported the patient received atp therapy due to noise and oversensing. Patient returned to sinus rhythm prior to shock delivery. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.